Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a wire was sticking out on the instrument. One grip cable was broken at the distal clevis. The broken segment stuck out approximately .3755 at the wrist. The idler pulley spun freely but also exhibited some wear. The cable likely derailed off the pulley and was rubbing against the idler pulley causing wear and some visible damage. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s procedure a wire was sticking out of the large needle drive instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.